Event description:
Catheter separated at transition point during use, resulting in free foreign body across aortic bifurcation. Required additional arterial access and intervention to snare catheter tip.